Manufacturer narrative:
The investigation of hemolysis and access site bleeding has been completed. The data logs showed pump ran without issue during support. Pump was returned for analysis. Visual inspection found no issues on the pump. Pump was conducted hemolysis test and passed the test. The root cause of access site bleeding was most likely anticoagulation management related since activated clotting time (act) was high when the bleeding occurred and no issue was found on the pump under product analysis. The root cause of hemolysis was most likely patient condition related since no issue was found on the pump under product analysis and the patient had renal insufficiency and on continuous renal replacement therapy (crrt) before placing impella. Pump position was good.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿

Event description:
The complainant reported that after impella rp flex was placed. The patient was restless and bleeding was observed at the impella access site. Manual compression and hemostatic suture were done. It was further reported that hemolysis was observed as labs were hemolyzed. The impella rp flex was confirmed to be in good position. The impella rp flex p-level was dropped and the team will be monitoring the hemolysis.